Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of ro marker detached.

Event description:
It was reported that a nephromax nephrostomy balloon catheter was used during a percutaneous nephrolithotomy (pcnl) procedure. During the procedure, the radiopaque marker on the clear renal sheath came off of the sheath after it was inflated. The procedure was completed with another of the same device with no patient complications.

Event description:
It was reported that a nephromax nephrostomy balloon catheter was used during a percutaneous nephrolithotomy (pcnl) procedure. During the procedure, the radiopaque marker on the clear renal sheath was detached inside the patient through the renal facia after it was inflated. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h2: additional information: block b1, block b5 (describe event or problem), block h6 and block h1. Block h6: device code a0501 captures the reportable event of ro marker detached. Block h6: patient code e2008 captures the reportable event of foreign body in patient. Block h11: investigation results the returned nephromax balloon catheter was analyzed, and a visual evaluation noted that the balloon was not folded, indicating that the balloon was subjected to positive pressure. No issues were found with the balloon of the device. The renal sheath was not returned for analysis. A visual and tactile examination were performed to the shaft, and no kinks or damage were found. There were no issues found in the markerband and tip of the device. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. With all the available information, boston scientific concludes that the reported event was not confirmed. Based on analysis results, it is possible that the sheath was damaged due to handling during preparation for the procedure, but this cannot be confirmed. Therefore, cause not established is selected as the most probable cause for the complaint.